Event description:
It was reported that the right ventricular lead had an apparent fracture as the lead was oversensing and had high impedance. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead in segments was returned, analyzed, and there was confirmed intermittency between pin and cap. It was also noted that the defibrillator conductor was distorted, the outer insulation had a white substance, ther outer insulation had a cosmetic depression, and there was blood in/on the helix mechanism and sleevehead.